Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Sale representative reported "unknown side sizer was used as an implant". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.4; g.1; h.6.

Event description:
Healthcare professional additionally reported event occurred on the left side.

Event description:
Healthcare professional reported "unknown side sizer was used as an implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, white particles in the shell and crease fold. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.1., d.4., d.9., e.3., h.3., h.4., h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.